Event description:
It was reported that device had failed co2 sensor calibration test. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52 the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a13, a0401 annex b: b01 annex c: c0201, c070606 annex d: d02 annex g: g02017, g02013 device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?. H3 other text : see manufacturer narrative

Event description:
It was reported that device had failed co2 sensor calibration test. There was no patient involvement.